Event description:
Anesthesia machine was used to give general anesthesia to a six year old child. At time of induction the vaporizer was turned on for use and there was a high concentration of halothane the moment the vaporizer was opened. As a result, the child suffered a cardiovascular collapse during induction. Further more the child suffered severe anoxic brain injury and will require long term custodial care. The environmental conditions that may have influenced the event would be the way that the agency transported or strapped in the machine on the airplane. A report from the MFR indicates they found that there was a massive external leak of halothane from the vaporizer. The vaporizer is being further evaluated at this time. The final results are not yet known.